Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that 2-3 months ago she felt the ins was too close to surface so the doctor did a pocket revision today (B)(6) 2020. Patient stated that after she left the hospital she attempted to connect to her therapy settings and received a "internal device has lost all data" message on her handset. The patient stated that she needed the ins to work today. Representative reported that doctor may have touched the ins with the electrocautery and in postop the rep had difficulty communicating with ins. Rep said after a number of attempts he was able to communicate but the lost all the setting due to possible por from electrocautery. Rep reprogrammed ins and it is work fine. No further patient complications are anticipated or expected as a result of this event.